Event description:
Pt was in their vehicle which contained 2 liquid oxygen tanks. One c1000 on the vehicle seat, one liberator 10 in the trunk of the vehicle. The liquid oxygen tank located on the seat of the vehicle was in use. The pt lit a cigarette which resulted in a vehicle fire and 2 fatalities. After the initial MDR (3004822415-2015-00004) we were made aware that a second caire unit was involved. Referencing MDR 3004822415-2015-00004 and 3004822415-2015-00008.